Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Implant and warranty registration card received at manufacturer reporting the pt had prophylactic generator replacement and lead replaced for lead discontinuity. There was no report of a fall, injury or interaction with their vns lead site preceding the lead discontinuity. A gross lead fracture was not seen in the or during the replacement surgery. Good faith attempts have been made for product return and additional info surrounding the event.